Manufacturer narrative:
The celerity hp chemical indicator is used to distinguish between a processed and unprocessed device. When an operator removes an indicator from the sterilizer following a cycle, they should confirm the indicator spot changes from magenta to orange/yellow as this indicates the device has been exposed to vaporized hydrogen peroxide. Based on the description of the event and subsequent follow-up with user facility personnel, it is likely that the reported event is attributed to excess moisture from not properly drying instruments or during handling of the indicator prior to processing. Excess moisture may reduce the adhesion of the chemical indicator spot from the celerity hp chemical indicator. The v-pro max sterilizer operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens)." Steris inspected the retains of the lot number subject of this event and confirmed there was no evidence of damage. Additionally, the device history record was reviewed and no abnormalities were found. Steris counseled the user facility on proper use and operation of their v-pro max sterilizer, specifically properly drying instruments as well as proper handling of the celerity hp chemical indicator. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
The investigation of the subject event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
] The user facility reported to (B)(6) via vigilance report number (B)(4) that the chemical indicator spot was separating from three of their celerity hp chemical indicator following processing. No report of injury. The instruments subject of the event were reprocessed prior to use.